Event description:
During surgery on the femur of a 14-yr old male, the tip of the drill reamer broke off. Fragments of broken pieces are lodged in the patient's bone left lateral thigh. Surgical team unable to recover them.======================manufacturer response for orthopediatrics drill reamer, orthopediatrics 6.0 drill reamer (per site reporter).======================unknown.